Event description:
It was reported that an insulation anomaly was observed. Low impedance also noted. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.